Event description:
It was reported following a procedure, an angio-seal was deployed. No pre-deployment angiogram was performed. Approximately 2 weeks later in the first weekend of june, the patient experienced an acute vessel occlusion. The patient was transferred to another hospital where surgical intervention (arteriotomy) was performed. The patient's condition was not known at the time of this report. According to the reporting physician, the patient's femoral arteries were small and contained plaque. A surgical operative report is expected. The physician deploying the angio-seal was not trained on the use of angio-seal.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the vessel occlusion could not be conclusively determined; however, the patient had small femoral arteries which contained plaque. A search of the angio-seal training database revealed no training record for the physician. The IFU cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal in pediatric patients or others with small femoral artery size (<4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these patients. The IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The IFU instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.